Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore, no evaluation could be performed. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
A customer contacted baxter (B)(4) regarding a leak from a cassette, which occurred during therapy, in the last fill. The home patient (hp) stated the heater bag disconnected from the heater line and fluid spilled on the floor. The fill volume (fv) was 258ml, initial drain volume (idv) 2176ml, and the ultrafiltration (uf) 509ml. The tsr had the hp down arrow to end therapy and press enter. The hp stated she called the hospital and was told to do a manual exchange with antibiotics to be safe. There was patient involvement, but no patient injury or medical intervention was reported.